Event description:
It was reported that the patient's right atrial (ra) lead and right ventricular (rv) lead, both, exhibited high threshold, no capture, oversensing, and undersensing. Lead dislodgement is suspected of both the ra and rv leads. A lead revision was completed and both leads were extracted. A new rv lead was placed while the ra lead was not replaced and the ra port of the implantable cardioverter defibrillator (ICD) was plugged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.